Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 439688, implanted: (B)(6) 2016.

Event description:
It was reported that there was chronic elevated pacing capture thresholds on the right ventricular (rv) lead. The rv lead is inactive. No patient complications have been reported as a result of this event.